Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the right atrial lead appeared damaged. The lead was explanted and replaced. No further information was available.